Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient had a revision and the implantable neurostimulator (ins) was moved to the other side.

Manufacturer narrative:
Concomitant product: product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer who was taking part in a clinical study reported that she had random stabbing pain from her new implant, almost like a seizure was occurring. The patient informed the manufacturing representative and they did reprogramming, but the patient was still experiencing the issue. The patient also had issues with the patient programmer making adjustments on the opposite implant than she was intending. The patient stated that they were close in proximity. The patient had been unable to charge the new implant. The patient stated that their new implantable neurostimulator recharger (insr) worked with her old implantable neurostimulator (ins) and her insr from the previous ins did not work with the new ins. Additional information received from the healthcare professional (hcp) of a clinical study reported that the office took x-rays and determined that the implantable neurostimulator (ins) flipped. A pocket revision has been scheduled and had been performed. The random stabbing pain was addressed by the patient's physician and was not device related. Everything was working correctly and the patient was able to charge the ins. Relevant medical history included: non-malignant pain